Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation prior to implantation, the helix was functionally tested and was not able to fully retracted back into the lead. Another lead was implanted and there were no reported consequences to the patient.

Manufacturer narrative:
The reported event helix could not be fully retracted was not confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix extended and free of blood/tissue. The helix could be fully retracted and extended normally. X-ray and visual examination did not find any anomalies.